Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump had alarmed for no delivery. The set was changed and the insulin pump alarmed again. The customer had a high blood glucose of 438 mg/dl, which was treated with manual injection. The customer's mother was advised to disconnect and reconnect the tubing and reservoir and manually push insulin, and she reported that insulin did exit. The mother was advised to monitor the insulin pump and blood glucose and to call back if the issue persisted.